Manufacturer narrative:
Patient code: (B)(4) secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient over the age of 45 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -11.00/+2.5/+80 (sphere/cylinder/axis) , implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was removed on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on lens and clear surgical debris on product. Visual inspection found the lens with no visible damage and foreign material on the lens surface (debris on lens). (B)(4)